Manufacturer narrative:
B5: during follow up, it was clarified that there was a separation between the dark blue female connector and light blue main body of the transfer set which resulted in a leak. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. The connection between an in lab minicap and female connector was performed with no issues noted. Leak, clear passage, and clamp function testing were performed with no issues noted. The reported leak was not verified. The reported separation was verified. The cause of the separation is related to inadequate solvent application to the set during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "exit" of a minicap extended life pd transfer set was ¿not properly closed¿. It was further reported that ¿the transfer set was loosened once the mini cap was unscrewed or opened¿. This was observed during use of peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.